Manufacturer narrative:
Additional manufacturer narrative: on (B)(4) 2012, a copy of the patient's discharge summary was provided. This (B)(6) male was admitted with unstable angina. Cardiac catheterization revealed severe coronary artery disease not amenable to stenting. An echo showed moderate aortic regurgitation and a severe mitral regurgitation. CT scan revealed severe central lobular emphysema and pulmonary function tests were done which showed moderate reduction to 50% fev-1 over fec and a dlco of 53% was cleared by pulmonary in spite of the appearance of his CT scan which was somewhat impressive. His carotide were less than 50%. His ejection fraction was 40% with a 70% left main as noted with underlying polycystic kidney disease with chronic creatinine of 2. He was transferred for surgical intervention with significantly raised postoperative risk due to his underlying respiratory and pulmonary issues. The patient underwent an uneventful coronary artery bypass grafting x3, lima to the lad, saphenous vein to om1 and the pda and mitral valve repair using a ring and a posterior leaflet quadrangular resection. Testing in the or revealed no mitral regurgitation and tee showed mild mitral regurgitation after separation from cardiopulmonary bypass. He remained intubated thereafter as he had - transient renal insufficiency and was not able to be diuresed. In the immediate postoperative period thereafter he developed increasing white count and the diagnosis of pneumonia of the right lower lobe was made. The patient's pulmonary function then began to decline. On pod #9, the patient began to have again increasing problems with his oxygenation requiring increasing peep and fio which he tolerated poorly. Thereafter, he began to have episodes of hypoxia. Conversation with his daughter resulted in him being a level IV and he expired shortly thereafter. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device not returned. Despite attempts to obtain additional information regarding this event, the cause of death was not provided. There have not been any allegations that the edwards ring cause or contributed to the patient's death. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately (B)(6) months. Through follow-up with the health-care provider, it was indicated that the cause of death is unknown. No other details have been provided.